Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during implant of a 23 mm sapien 3 ultra valve in the aortic position, post dilation was completed for moderate paravalvular leak (pvl). The operator opted for a bav with a 24mm true balloon to correct the pvl. The true balloon over-expanded the 23mm sapien 3 ultra, so a new 23mm sapien 3 ultra resilia was placed in a valve in valve procedure to correct the moderate central regurgitation. The patient was stable following the procedure.